Manufacturer narrative:
Exact date unknown, event occurred since the device was implanted.

Event description:
It was reported that the patients incision where the ipg was located has been draining since implanted and was swelling. It was also suspected that the patient had difficulty connecting ipg to the remote control due to the swelling. The patient was prescribed with antibiotics.